Event description:
The customer alleges, she was coming back from an appointment when the powerchair tipped over. The user sustained a torn rotator cuff requiring surgery.

Manufacturer narrative:
Method - device eval anticipated but not yet begun. Conclusions - a follow up report will be submitted upon completion of investigation.